Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal pain lower ("lower stomach pain"). In 2013, the patient experienced depression ("psych injury/depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs/blurred vision"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, vision blurred, dyspareunia, female sexual dysfunction, back pain, abdominal pain, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the allergy to metals, hypersensitivity, depression, weight increased, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy, bleeding, pain, psych injury, bladder/urinary problem. Discrepancy noted for insertion date : (B)(6)2011, discrepancy noted for removal date : (B)(6)2019. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: essure confirmation test-(unspecified) result-bilateral occlusion; in (B)(6)2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs and mr received. Reporter information, lab data, event : abnormal bleeding (vaginal), anxiety, migraines, lower stomach pain added. Event verbatim pysch injury, vision probs were updated to depression,vision probs/blurred vision, based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), female sexual dysfunction ("apareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and abdominal pain lower ("lower stomach pain"). In 2013, the patient experienced depression ("psych injury/depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder probs."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), vision blurred ("vision probs/blurred vision"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, vision blurred, dyspareunia, female sexual dysfunction, back pain, abdominal pain, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the allergy to metals, hypersensitivity, depression, weight increased, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy, bleeding, pain, psych injury, bladder/urinary problem. Discrepancy noted for insertion date : (B)(6)2011, discrepancy noted for removal date : (B)(6)2019. Discrepancy on date of insertion (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: essure confirmation test-(unspecified) result-bilateral occlusion; in (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder probs."), urinary tract infection ("uti"), vaginal infection ("vag. Infect."), vaginal discharge ("vag. Discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision probs"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, metrorrhagia, iron deficiency anaemia, bladder disorder, urinary tract infection, vaginal infection, vaginal discharge, dyspareunia, female sexual dysfunction, back pain and abdominal pain had resolved and the allergy to metals, hypersensitivity, psychological trauma, weight increased, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for allergy, bleeding, pain, psych injury, bladder/urinary problem diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter information added. This case become incident. Previously reported event injuries were updated to dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnorm. Bleed, nickel allergy, hypersensitivity, psych injury, bladder probs.,uti, vag. Infect.,vag. Discharge, fatigue, hair loss, hormonal changes, headaches, nausea, neuro condit/prob, vision probs, weight gain, dyspareunia (painful sexual intercourse ), apareunia incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.